Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates that battery depletion/elective replacement indicated a meeasurement system lock-up error occured. The elective replacement indicator was tripped on (B)(4)2010.

Event description:
It was reported that the device reached recommended replaced after one year. It was also reported the patient is symptomatic in the mode of vvi 65 mode and the physician would like to reprogram the device. The device remains in use. No further patient complications were reported as a result of this event.